Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2003, an unknown sjm valve conduit was implanted. On (B)(6) 2016, the conduit was explanted due to endocarditis. The patient is reported to be recovering.